Event description:
It was reported that the customer experienced a high blood glucose (bg) level that was displayed as "high". Suspected cause was due to the customer¿s settings requiring adjustments. Customer did a correction injection via manual insulin therapy to address high bg. Customer updated their pump settings to address the event. Tandem technical support advised caller to reach out to their health care provider.